Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Examination of the returned device found evidence confirming the reported device loosening. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : null. Device history batch : null. Device history review : null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Primary attune knee revised to attune revision knee. Post op 1 yr with high level of pain from the outset. Hot bone scan on tibia ¿ possibly suggestive of infection however femur was not indicative of same. Patient slow to mobilize post op and required an early mua to increase rom. No indication of instability. Surgeon opted to revise due to patient pain score. No effort was required to remove tibial component and cement mantle had completely debonded at the tray cement interface. Cement ¿ bone mantle was completely intact. All efforts were made to retain the femoral component and just revise the tibia, however as the flexion gap remained unstable, the surgeon opted to do a full revision.

Event description:
Please confirm if there was presence of infection. No.

Manufacturer narrative:
Product complaint # ==> (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.